Manufacturer narrative:
(B)(4). Analysis was normal. No anomalies were found.

Event description:
It was reported the patient presented to the ER after receiving multiple inappropriate hv therapies. The device was interrogated and low pacing lead impedance, no capture and low sensing were observed. Upon review of the vf episode strips, it was noted that the inappropriate therapies were caused by far p-wave oversensing, due to possible lead dislodgement. The lead was explanted and replaced. The patient was stable following the procedure and will continue to be monitored.